Event description:
During investigation on 17-december 2014, manufacturer's first level investigation unit detected that all of this spirit combo insulin pump buttons are without function. No adverse event reported. The device was returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.